Event description:
Additional information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported the patient also had generator changes in their neck, back, and knees. Patient clarified that the generator change for their neck back and knees were related to their implant in 2010. Patient pulled the anchor to one of the leads and the previous implant was malfunctioning and not holding a charge. When agent asked for an event date they mentioned this was a year prior to getting the procedure done. Agent understood this as a year prior to replacing the implant.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 serial# (B)(6) product type lead product ID 3777-60 serial# (B)(6) product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown, serial# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead anchor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID: 3777-60, (serial: (B)(6)); product type: 0200-lead; brand name ; product ID: 3777-60, (serial: (B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pain stimulation system was removed and replaced because it did not work properly.